Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported that the customer was hospitalized. Customer's blood glucose was unknown. Reason for hospitalization was unknown. Nurse needed assistance with preserving the settings on the device. Customer will not be returning the device for analysis.